Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient was treated with a pain cream.